Event description:
It was reported that during the implant attempt the helix was extended when taken out of the packaging. The helix could not be fully retracted. During the implant the lead got caught up in the superior vena cava. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.